Manufacturer narrative:
The investigation determined that discordant (B)(6) vitros (B)(6) results were obtained from a vitros (B)(6) control fluid processed on a vitros 3600 immunodiagnostic system. A definitive assignable cause could not be identified. The results were obtained during the validation and installation of the vitros 3600 system. Within-run precision testing performed to assess the performance of the vitros 3600 system was acceptable, therefore, an instrument related issue did not likely contribute to the event. A vitros (B)(6) within-run precision test was acceptable, indicating the reagent was performing as intended. However, since the quality control results were unacceptable, a vitros reagent related issue cannot be completely ruled out as contributing factor. The assignable cause of the event was not confirmed.

Event description:
A customer observed discordant (B)(6) results on a single vitros (B)(6) quality control sample tested on a vitros 3600 immunodiagnostic system, when compared to the expected (B)(6) result of <0.90 s/c. Biased results of the magnitude and direction observed could lead to inappropriate physician action. Vitros (B)(6) control (lot 0940) results of 1.1, 1.1, 1.2, 1.1, 1.2, 1.2, 1.2 and 1.2 s/c versus expected (B)(6) range of means midpoint result of 0.45 s/c. The vitros (B)(6) discordant (B)(6) result was generated from a quality control fluid. No patient samples were affected and there were no allegation of patient harm as a result of this event. However, the investigation could not rule out that patient samples would not be affected if the event were to occur undetected. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).